Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly and button keypad anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad problem. Customer stated that the changed the battery several times, after battery change the insulin pump works and after 10 hours of the battery change pump alarmed and turned off. Customer performed the self test and the test was passed. Customer also stated that after changing the battery cap issue as persist. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.